Event description:
It was reported that when using the bd pyxis¿ medbank tower medication was not appearing on the patient profile. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not appearing on a patient profile. A technical support specialist checked myqlink and confirmed the specific dosage was not available in the cabinet. Informed customer of the finding, and customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.